Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
Customer reported via phone call that the reservoir compartment of the insulin pump has a broken piece at the top. Customer's blood glucose level was 180 m/dl at the time of the incident. Customer also reported that the reservoir stays in place when inserted into the pump. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump. The device has been returned for analysis.